Manufacturer narrative:
Context: an internal investigation was performed following a notification from a customer from france that they obtained non reproducible results when testing patients¿ samples with vidas® estradiol ii ref (B)(4) (lot 1009667250 and expiry date 28sep2023) in comparison to another lot of vidas estradiol ii ref (B)(4) (lot 1009837400) investigation complaint analysis the complaint analysis did not reveal this issue as a systemic quality issue. Quality control records there is neither CAPA nor non-conformity linked to this issue on this vidas assay. Analysis and tests conducted by complaints laboratory control chart analysis this analysis was carried out: on four (4) internal samples with a respective target at 467 pg/ml ; 777 pg/ml; 1479 pg/ml and 2329 pg/ml. - on seven (7) batches of vidas estradiol ii ref.30431 including lots 1009667250 and 1009837400 mentioned by the customers. The analysis of the control charts showed that all results are within specifications. The lot 1009667250 is in the trend compared to the other lots including lot 1009837400 mentioned by french customer. Test on internal samples the complaints laboratory tested: - 2 internal samples with the following targets 777 and 1479 pg/ml - on vidas estradiol ii lot 1009667250 and 1009837400 (retain kit of customer¿s lot) . The results complied with the specifications and the results were not significantly different compared to those observed before the batches release. No evolution over time was observed of these samples activity. Test on french customer¿s samples two samples were available for investigation purpose, here under the results obtained by the customer: sample ID (B)(6): - with vidas estradiol ii batch 1009667250 = 183,16 pg/ml - with vidas estradiol ii batch 1009837400 = 45,49 and 46 pg/ml sample ID (B)(6): - with vidas estradiol ii batch 1009667250 = 860,01 pg/ml - with vidas estradiol ii batch 1009837400 = 136,81 and 136,97 pg/ml these samples were tested by complaints laboratory on retain kits of customers¿ lots: sample ID (B)(6): - with vidas estradiol ii batch 1009667250 = 39.73 and 37.18 pg/ml - with vidas estradiol ii batch 1009837400 = 39.02 and 38.67 pg/ml sample ID (B)(6): - with vidas estradiol ii batch 1009667250 =120.28 and 91.4 pg/ml - with vidas estradiol ii batch 1009837400 = 131.23 and 127.05 pg/ml the complaints laboratory did not reproduce the reproducibility issue related to overestimated result observed on batch vidas estradiol ii (B)(6) compared to vidas estradiol ii batch 1009837400. For sample ID (B)(6), 1 result out of 4 shows a lower value. To identify if this lower result is due to vidas estradiol ii or to the sample itself, the complaints laboratory performed repeatability tests on two different matrix, an internal sample and the kit control c1 from vidas estradiol ii batch 1009837400. Repeatability test internal sample the sample with concentration around 2062 pg/ml was tested four times on the retain kit vidas estradiol ii (B)(6). Coefficient of variation = 2.61% which is in accordance with specification of the tests ( < 3% ) internal control of the kit the control c1 of the kit was tested 10 times on the retain kit vidas estradiol ii (B)(6). Coefficient of variation = 3.66% which is in accordance with specification of the tests ( < 6% ) the complaints laboratory did not reproduce the reproducibility issue on batch vidas estradiol ii (B)(6). The variation observed on the patient sample return by the french customer is probably link to the sample itself. Conclusion: the complaints laboratory did not reproduce the issue reported by the customer (result too high) when testing internal samples on vidas estradiol ii lot (B)(6) nor with the samples return by french customer. The complaints laboratory observed for the return sample ID (B)(6), one result out of four with a lower value. No variability was observed on other samples, ie internal sample and kit quality control on vidas estradiol ii lot 1(B)(6). The variation observed on the patient sample return by the french customer is probably link to the sample itself. The french customer did note a potential contamination by the technician treated with estrogen (ointment on the inside of the forearm without manual application). The results observed by the customer can be due for a part to the sample itself and regarding pre-analytical steps. According to the data mentioned above, there is no reconsideration of vidas estradiol ii ref.(B)(4) lot 1009667250.

Event description:
On (B)(6) 2022, a customer in france notified biomérieux of obtaining overestimated results when testing two patient samples using vidas estradiol ii 60 tests (ref: (B)(4), batch: 1009667250, expiry date 28-sep-2023). The clinical context of the two patients is unknown. Results were overestimated as follow: second patient: test performed before stimulation 1st run: 183.16 pg/ml lot: 1009667250 with calibration of 13/02, 2nd run: 45.49 pg/ml lot: 1009837400 with calibration on 08/03, recheck the next day: 3040 rfv 46 pg/ml. No patient impact. The customer stated there was no patient harm or incorrect treatment due to the referenced issue. A biomérieux internal investigation will be initiated.